Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2025, per the timestamps. Intermittent low flow alarms were captured on (B)(6) 2025. No other notable events or alarms were captured. The system operated at the set speed for the entirety of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found was found down at home and was brought by life flight to the hospital. Log files submitted for reviews showed low flows on (B)(6) 2025 starting around 10:20 and lasting until 10:36. It appeared that the event log files contained a cluster of low flow estimates as well as sustained low flow hazard events on (B)(6) 2025 between 10:21am-10:34am. Additionally the log contained pulsatility index (pi) events. It was also reported that the patient passed away due to pulseless electrical activity (pea) arrest on (B)(6) 2025. Whether the outcome was device or therapy related was not provided.